Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the electrode belt trunk cable was cut, causing an intermittent short. The damage caused the reported adjust belt alarms. The root cause for the cut cable could not be positively identified but was likely physical abuse. No adverse event resulted from the cut cable. The patient received a replacement electrode belt.

Event description:
The nurse of a (B)(6) female patient called zoll customer support to report that a (B)(6) female patient was receiving adjust belt messages. The patient was issued a replacement electrode belt.